Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a shock and presented to the emergency room (ER). The device had a power on reset (por) due to a write to locked ram. When performance data from the device was reviewed, the patient had an episode revealing a wide-complex, irregular tachycardia that could not conclusively be determined to be supra ventricular tachycardia (svt) or ventricular tachycardia (vt), however the rhythm was faster than 188 beats per minute - and consequent of the por, discriminators were off - so a shock was delivered. The device remains in use. No further patient complications have been reported as a result of this event.